Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump did not deliver insulin overnight. The insulin pump's screen was turned off. Customer's blood glucose level was 24 mmol/l. The customer's healthcare provider advised to deliver a correction via injection. During the self-test, the vibration was very strong. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including a21 error test, self-test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No unexpected blank display, no loud vibrator motor or numbers counting down noted during our testing. Set proper time and date; no unexpected time and date reset noted. The bolus was delivered and properly recorded in the bolus history and daily totals. The insulin pump functioned properly. The insulin pump was received with cracked case on the display window corners, cracked lcd window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor was tested outside the device and passed. The insulin pump passed the displacement accuracy test.